Event description:
It was reported that the patient had three different cassettes malfunction for non disposable and the pump will not run, when they were connected to the pump. The patient switched to a new cassette and was able to continue his infusion without a break in therapy. The reported event was resolved. No patient injury was reported.

Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown. No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.